Event description:
A stealth coordinator reported the screw projection was inaccurate during navigation. There was no impact on patient outcome reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.